Manufacturer narrative:
H.6. Investigation: all required challenge samples, set-up and in process testing was performed in accordance with the quality plan. There were no reject activity findings relevant to the reported defect associated with the lot number provided for this incident, as no qns were initiated for this lot. Although units were not returned, a photo was provided for visual evaluation of this incident. Visual/microscopic evaluation (method ¿ n/a): *observations of the photo revealed that there was no evidence or indications of the alleged defect, as the actual IV unit was not visible only the top web of the blister pack was visible. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported the needle failed to retract and was sticking on a bd insyte¿ autoguard¿ bc shielded IV catheter. Verbatim: "the issue occurs when the catheter is inserted in the vein and when white button is pressed the needle does not retract, then they are held in place and needle is pulled out of the catheter after pushing several times on the white button. Stock room should be able look for unused samples from the same lot."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the needle failed to retract and was sticking on a bd insyte¿ autoguard¿ bc shielded IV catheter. Verbatim: "the issue occurs when the catheter is inserted in the vein and when white button is pressed the needle does not retract, then they are held in place and needle is pulled out of the catheter after pushing several times on the white button. Stock room should be able look for unused samples from the same lot."